Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 1/9/1991 and was last repaired on 11/2/2013 for a non-related issue. Eval of the device observed damage to the head of the handpiece and nicks, scratches and minor signs of over-tightening to the 2", 3" and 4" width plates. The customer did not return any blades for eval. The leading edge of the control bar was flush with the master blade, and the device performed within motor speed specifications. Prior to repair, the device was outside calibration specifications only at the zero thickness settings. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. There is no info given regarding the user's technique, blades, power source, and pressure setting during the customer's reported event; however, incorrect user technique, improper blades, power source and pressure setting during the customer's reported event; however, incorrect user technique, improper blades, power source and pressure setting can cause the device to produce an undesirable graft. Improper handling likely caused the damage to the head and width plates. The device was serviced and returned to the customer.

Event description:
It was reported that the center part on air dermatome handpiece does not cut when the adjustment is made at 14 thickness setting. No add'l clinical info was rec'd prior to this report.